Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure the acrobat-I stabilizer box has not been sealed yet, so it didn't contact the patient. The sterilization package of the tubing set wasn't sealed well. It's already open. They found that it was not sealed well at the beginning, they substituted a whole new package for this unsealed one. It didn't contact the patient, since it's not sterilization. No patient involvement.

Manufacturer narrative:
Trackwise ID: (B)(4).

Manufacturer narrative:
Trackwise #(B)(4). The device was not returned to maquet cardiac surgery for investigation, however photographs were provided by the account. A photographic inspection was conducted. Two photographs were observed to be of the device label. No visual defects were observed. The photograph labeled photo #1 was observed to be of the device packaging. The packaging was observed to be slightly open at the end of the device packaging. No other visual defects observed. No signs of clinical use and no evidence of blood was observed. Based on the non-return of the device as well as the photographic inspection, the reported failure "manufacturing, packaging or shipping problem" was confirmed. The lot # 25162210 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text: device not returned.

Event description:
N/a.